Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore no definitive conclusion can be drawn regarding the clinical observation. If the device is returned a supplemental report will be filed.

Event description:
Medtronic received information that imaging identified this catheter was leaking from the side "a little bit" when the physician started embolizing the feeder with nbca. It was reported the physician continuted to use the catheter and the procedure completed successfully. No patient complications were reported.

Manufacturer narrative:
Event description - additional information. Device available for evaluation - additional information. Type of report - additional information.: type of follow-up - device evaluation. Device evaluated by manufacturer - additional information as received, the marathon catheter was returned with a 1ml syringe attached to the catheter hub. The syringe was removed from the hub. No damages or ruptures were found with the catheter body. The catheter was then pressurized with water and found non-patent. The catheter appeared to be occluded with nbca. Nbca residue was found inside the catheter hub and tip. The catheter was found to be ruptured at approximately 0.5cm from the distal end. Based on the device analysis, the customer's report was confirmed. The catheter appeared to have ruptured due to over-pressurization within the catheter, resulting in pressures exceeding the limits of the catheter. Rupture of the catheter can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Per the marathon IFU warnings: - infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. - if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.

Event description:
Medtronic received information that a marathon catheter was leaking from the side during a brain tumor embolization procedure. The catheter was positioned in a middle meningeal artery branch. During the procedure, the physician observed nbca leakage through the side of the catheter close to the distal tip. Only a small amount of the nbca leaked into the intended location. There was no kink or damage observed and no friction or difficulty during flushing. The catheter worked as intended other than the issue. The procedure completed successfully. No serious injury was reported as a result of this procedure.